Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (not powering on properly) has been confirmed. Upon investigation the monitor would not fully power on. The cause for the failure was isolated to defective u100 and u101 ram chips on the computer/analog pca. The root cause for the failure of the ram chips could not be positively identified. There was no adverse event as a result of the monitor malfunction.

Event description:
03/01/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a monitor was not powering on properly.